Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported flap could not be opened after laser assist flap creation on a patient¿s right eye. Laser was reported to have created a flap on both eyes. The doctor could not open the flap for the right eye and did not try to open the left eye flap. The doctor reportedly did not notice any strange behavior during the laser flap creation process.